Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-oct-2025. It was reported that a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter and the catheter was stuck in the open configuration due to an issue with the tightening wheel. Additional information was received on 24-oct-2025. It was noted that the catheter was stuck in full open position. It would not contract. The knob turned, but this was not reflected by the catheter. There was no difficulty in removing the catheter. The concomitant product section was updated based on additional information received. Device investigation details: following j&j medtech procedures, a visual inspection, deflection and rotation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck, the loop was found relaxed, and it wasn't possible to make the loop smaller or bigger. Due to this issue, device handle was dissected, and the contraction puller wire was found broken inside the handle area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The contraction issue reported by the customer was confirmed. The root cause for the broken puller wire is traced to manufacturing process. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. Internal corrective actions were opened to investigate and improve the process for reducing this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter and the catheter was stuck in the open configuration due to an issue with the tightening wheel. The catheter was open and would not tighten. This issue was noted at the beginning of mapping. No damages were noted on the device, and there was no indication of what caused the issue. No surgical delays occurred. The catheter was replaced and the procedure continued. The case was successfully completed. No patient consequences were reported.